Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation low defibrillation impedance on the right ventricular (rv) lead during a ventricular tachycardia episode. The patient's rhythm was successfully converted by the device. There were no changes or intervention performed. The patient condition was stable.